Event description:
It was reported on (B)(6) 2015 that the patient is scheduled for full vns replacement. The reason stated is vns cable disruption. Attempts for additional information have been made but have been unsuccessful to date. Surgery has been scheduled but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury."

Event description:
It was reported that the patient's replacement surgery was postponed several times due to inner ear issues. The patient passed away on (B)(6) 2015 due to infection related to the ongoing ear issues and not related to vns therapy. Attempts were made with the patient's funeral home for return of the vns devices; however, it was discovered that the device was buried with the body and therefore not available for return.

Event description:
It was reported from the physician's office that the patient's scheduled replacement of (B)(6) 2015 was postponed due to ear issues that the patient was having unrelated to vns. No further information of the patient's high impedance was able to be provided. Replacement surgery is likely but has not occurred to date.